Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after a clapping sound, the programmer stopped with a burning smell and some smoke. Preliminary analysis of the returned device confirmed the burning smell. When opening the programmer, no burn mark was visible and no moving metallic part was found. Further analysis is on-going.

Event description:
Reportedly, after a clapping sound, the programmer stopped with a burning smell and some smoke. Preliminary analysis of the returned device confirmed the burning smell. When opening the programmer, no burn mark was visible and no moving metallic part was found. Further analysis is on-going.